Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure, it was noted that the right atrial lead insulation detached from the wire. It was also discovered the lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.